Event description:
It was reported when an asymptomatic patient presented in clinic for normal follow up, post paced t-wave oversensing was observed. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.